Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet system and was advised by clinical decision support to perform a factory reset; the user intends to complete the reset and will sync data to enable assessment, with the cause not determined and no device component implicated. Symptoms included hypoglycemia with insufficient clinical detail provided. Outcomes included an event of unclear impact with no additional consequences reported. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings were available and no specific medical device problem or component could be identified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.